Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is alarming high ppeak and open safety valve. It is currently unknown if there was no patient harm or injury associated with this event.